Manufacturer narrative:
(B)(4): results: evaluation of the returned product found that the panel side a window zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer did not specify the reason for the return of the canopy. There was no patient incident or injury reported. Evaluation of the product found that on panel side a the windows zipper slider body is open.